Event description:
Follow up with the patient's current physician's office revealed that the seizures were likely unrelated to the vns. The physician stated that the patient not feeling stimulation was de to the patient becoming accustomed to the current settings. Settings were provided from two weeks after the increase in seizure intensity was reported to have first began and that the device output currents were programmed off to begin with, but then were programmed on to manufacturer defined therapeutic levels. However, as no diagnostics were provided, it could not be assessed whether the initial settings observed were the result of an end of service (eos) condition or if the vns was intentionally programmed off at that time.

Event description:
Follow up with the last known physician's office revealed that the patient had been dismissed from that office due to non-compliance.

Event description:
It was reported by the patient's wife that the patient has had issues lately with bad seizures resulting in hospitalization. It was reported that they suspect the vns is not working properly and is possibly dead as the patient did not feel stimulation. No additional relevant information has been received to date.